Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced burning pain in pelvic floor, pain with sitting, prolonged standing, and walking. Pain with sex, pelvic pain, hematuria, exposure of vaginal mesh.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
As reported to coloplast, though not verified, legal representative stated the patient with this device experienced bladder pressure with urgency, bleeding after intercourse, rectal pain, back pain, hematuria, bloody mucus discharge, hispareunia, urgency urinary incontinence, stress urinary incontinence. The patient underwent bilateral urethrolysis with retropubic dissection, removal of vaginal foreign body consistent with suture from previously placed mesh sling, cystourethroscopy under general anesthesia. The area which was thought to be mesh erosion was actually noted to be a chronically inflamed area with granulation tissue with the presence of a suture.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.